Event description:
It was reported the lead was explanted and replaced due to no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. There is only one set of setscrew marks on the is-1 pin, and it is too proximal indicating that the lead was not fully inserted into the device.